Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photos included in the complaint. The review is documented below. [Photo review]: the photos shows the embotrap iii device outside the insertion tool. Three (3) segments of the stent component can be seen tangled with a wire at the distal end, mid-body, and proximal end. Deformation between the outer cage and inner cage can be seen due to the tangled condition. The reported issue in the compliant was confirmed. This investigation was performed based only on the photos provided. An assessment will be performed as per the conditions of the device returned. A review of the manufacturing documentation associated with this lot (25j261av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure targeting a right middle cerebral artery (mca) occlusion, the device packaging for the 6.5mm x 45mm embotrap iii revascularization device (et307645 / 25j261av) was opened and the device was inspected and found in good condition; after the first pass, the physician tried to retract the embotrap iii device, and the stent body encountered some resistance in the associated intermediate catheter (unspecified competitor brand). The physician increased the force to retract the stent from the intermediate catheter. Stent deformation was observed, ¿with the stent becoming entangled with the wires inside the intermediate catheter.¿ the physician removed the intermediate catheter from the patient and replaced it with a new intermediate catheter and a new stent to complete the procedure. There was no report of any negative impact on the patient. Two photos of the embotrap iii device were included in the complaint. The product analysis team will review the photos.